Event description:
After placement into the patient, a reprocessed ep catheter failed - bad electrodes. The catheter was removed and replaced with an OEM catheter with no harm to the patient. Manufacturer response for electrophysiology catheter, (brand not provided) (per site reporter). Clinical site notified mfg directly and works with them directly to return product.